Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. It was also noted that the battery needed to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis in good physical condition. The customer's reported problem was "over delivering & replace the battery". Visual inspection found the pump to be in good condition. Inspection of the pump's event log indicated one 20ml bolus test was performed. The customer's reported problem of over delivering was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error within the published specification of +/- 6%. The rtc clock battery was replaced. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.